Event description:
The reporter contacted animas on (B)(6) 2012 reporting that on (B)(6) 2012 their blood glucose (bg) level was 597mg/dl with no symptoms. The patient was treated with 15 units of bolus, waited two hours, bolused again with 15 units, waited two hours and bolused 10 units and the patient responded but the bg level was not reported. The patient's bg level at the time of the call was 159mg/dl. The reporter stated that the isf settings were set incorrectly. Troubleshooting indicated no malfunction with the pump but the reporter mentioned they are not sure what the settings should be. The reporter stated that isf was set incorrectly by the healthcare professional. The reporter also mentioned that the patient re-uses cartridges even thought they know they are not supposed to. The patient continues to use pump. This report is being made due to the patient's blood glucose excursion attributed to incorrectly setting the isf.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.